Event description:
It was reported that a patient experienced fungal peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. Prior to onset of peritonitis, the patient was hospitalized due to an unrelated condition. While hospitalized, the patient was diagnosed with peritonitis. It was not reported if the peritonitis event prolonged the hospitalization. Treatment for the peritonitis event was unknown. One day after hospitalization began, pd therapy was discontinued and the patient was placed on hemodialysis. Six days after being hospitalized, the patient was discharged from the hospital. The patient was recovered from the peritonitis event. Additional information was requested but is not available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). The patient was diagnosed with peritonitis on an unreported date in (B)(6) 2014, while hospitalized for an unrelated condition. This report involves the same patient as in (B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.